Event description:
It was reported that the patient underwent a revision procedure due to urethral erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to urethral erosion and dysuria with an artificial urinary sphincter (aus). The aus cuff was explanted and nothing was implanted. The erosion was identified by urethroscopy. The patient was good following the procedure.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Event. The returned device was analyzed and the reported allegations of erosion and dysuria was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to urethral erosion and dysuria with an artificial urinary sphincter (aus). The aus cuff was explanted and nothing was implanted. The erosion was identified by urethroscopy. The patient was good following the procedure. On (B)(6) 2021, the remaining balloon and pump was explanted to prevent any instances of infection and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Based on the information available, the product analysis of the artificial urinary sphincter (aus) was unable to directly confirm the reported allegations of erosion and dysuria. Visual and functional analysis did not identify any fluid leaks on the cuff, and no other damage or irregularities with the remainder of the device that would affect the functionality of the device. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The reported urethral erosion and dysuria into the urethra are anticipated in nature and documented in the instructions for use and hazard analysis. Although the cause of the event was not established, review of the labeling documentation did confirm there was no evidence the device was handled improperly, and the erosion and dysuria are included as events resulting from the implant of the device. The review of the patient counseling information does include these reported allegations; therefore, the erosion and dysuria are known inherent risks with the aus that contributed to the reported event.

Event description:
It was reported that the patient underwent a revision procedure due to urethral erosion and dysuria with an artificial urinary sphincter (aus). The aus cuff was explanted and nothing was implanted. The erosion was identified by urethroscopy. The patient was good following the procedure. On (B)(6) 2021, the remaining balloon and pump was explanted to prevent any instances of infection and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Correction: including analysis results statement. The returned device was analyzed and the reported allegations of erosion and dysuria was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to urethral erosion and dysuria with an artificial urinary sphincter (aus). The aus cuff was explanted and nothing was implanted. The erosion was identified by urethroscopy. The patient was good following the procedure.